Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
The peritoneal dialysis (pd) pt reported that during fill 1 she discovered fluid leaking from the tubing set. She discontinued treatment and was instructed to discontinue using the cycler. She would contact her pd nurse in the morning. The set has not been made available for eval. During follow up the pt's pd nurse reported that the pt did not have any sign of infection. She was not prescribed any antibiotics. No adverse event reported at this time.